Manufacturer narrative:
This is a supplemental report to provide additional information. It was informed by the distributor that the following additional information. *an error occurred during whipple¿s operation. The user could not remember the exact error code. There was no abnormality in the device at the time of the error. *when the postoperative hemorrhage part is treated, the error did not come out. *the time from the end of operation to death was about 7 hours. *the intended procedure was pancreatic cancer treatment. The subject device was not returned to olympus for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. We conducted a survey based on the reported event. It is possible to infer the cause from the results of past similar investigations, therefore it was determined that an investigation using equipment with similar structure or similar device is unnecessary. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the event date, it was found no irregularities. Since no abnormality was detected in the manufacturing record, and the additional information which when the postoperative hemorrhage part is treated, the error did not come out, it was determined that the postoperative bleeding did not stem from device abnormalities.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 19-jul-2021.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a pancreaticoduodenectomy using the subject device the following event occurred. An unspecified error occurred. The intended procedure was completed with another device. On july 26, 2021, we received the following comment from the doctor. The device was easy to scab during use, which caused the blood vessels to clot at that time, and then the scab fell off and the patient occurred abdominal(small mesenteric blood vessels) occurred bleeding. It will be performed surgery again to stop the bleeding. The patient died finally of excessive postoperative bleeding.